Manufacturer narrative:
(B)(4).

Event description:
It was reported that following the placement of the patient's second vns generator, the patient experienced an increase in nausea, vomiting, and distention. It was stated that she had a gastric emptying study a year ago and was told that she had mild gastroparesis. Her symptoms went away, but 3 months ago, they came back very severely and now she states that whenever she eats anything, she has nausea, bloating, vomiting, and inability to keep anything down. This has been increasing in frequency and severity. The patient has been going to the emergency room approximately once per month, but has nausea and vomiting on a daily basis. The patient had a gastric emptying study within the past few months and this was reported as normal. The patient noted the proximity of these symptoms to her vns. The patient is concerned because her upper symptoms of early satiety, postprandial bloating, abdominal pain 15 minutes after eating, and vomiting are all increasing in severity and frequency. She does note the proximity of these symptoms to her vagal nerve stimulator. She stated that she had none of these issues until she had that placed. No additional relevant information has been received to date.